Event description:
Additional information was received from the patient that reported that there were no changes in anything that led to the implantable neurostimulator turning off on its own. The patient kept settings it on until it finally stayed on and so far it appears that the implantable neurostimulator turning off on its own has been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the therapy was turning off by itself when it should be on which was confirmed by the patient programmer. There was no trauma or fall associated with this issue. The implantable neurostimulator turned off and she checked it with the patient programmer which indicated that the implantable neurostimulator was off. She then turned it back on and the implantable neurostimulator turned off a couple of hours later. The patient turned it on again with the patient programmer, and the implantable neurostimulator had remained on since then. This had occurred about 4-5 days prior to the report in (B)(6) of 2016. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.